Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) 500 mg/dl. Pump system check was performed with tandem technical support (cts) and the pump time/date were found to be incorrect. Contact reported the pump settings had been adjusted recently. Contact believed the incorrect time/date were cause of elevated bg. Cts assisted customer with correcting the time/date. Contact had no further questions.